Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient programmer was showing the ¿in the box¿ icon. The patient had been recharging on (B)(6) 2013 and was using the antenna locate feature. After recharging, the patient was unable to adjust stimulation with their programmer. The patient was able to turn their stimulation on and off with the programmer. The patient tried changing batteries but this did not resolve the issue. The patient was able to feel stimulation at the time of the report. It was noted that when the patient pressed the power on/off key on their programmer, it showed them a sync screen and then it would go to the ¿in the box screen¿. The patient tried using the navigation button but the screen did not change. It was further reported that the patient received assistance from a manufacturer representative on (B)(6) 2014 and their concerns were resolved.

Event description:
It was further reported that the patient and a manufacturer representative figured out what was happening and it was resolved. It was further reported that the cause of the event was pushing the buttons on the recharger too quickly, simultaneously.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient got the 'in the box' icon issue resolved a few weeks prior to the report by a manufacturer representative but at the time of the report it had happened again. It was happening right after the patient would charge the implant and then get out the programmer and check their device. The patient could still turn the implantable neurostimulator on and off with the recharger and it was working fine 'it just takes about an hour and a half or 2 hours so not a problem'. It was further reported that the patient was seeing the 'out of box' screen. It was further reported that the patient was frustrated by the 'in the box' issue and wanted their stimulator taken out. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer.